Event description:
As reported by the user facility: nurse had unsuccessful attempt to start IV, then attempted to recap the catheter and needle together in the protective sleeve and had a needle stick. No sample saved. Sales rep has provided re in-services for the facility several times. Incident occurred with ref # (B)(4), lot # unknown. MFR - 9610825-2014-00279.